Manufacturer narrative:
The catalog and lot numbers were requested but not provided. A device history record (DHR) review could not be performed. Eval: according to the instructions for use (IFU), the user is instructed to "attached the suction adapter to the standard hospital suction equipment." It further advises that failure to do so, "may cause thermal injury to the physician or pt."

Event description:
The pt underwent a knee arthroscopy procedure using a super turbovac 90. During the procedure, the physician reportedly failed to attach the suction line to a vacuum source causing the irrigation fluid to drip on to the pt's knee for approximately five minutes. As a result, the pt sustained a blistered burn to the side of her knee. The burn was treated with a local anesthetic and the pt was referred to a plastic surgeon for further treatment. No further pt complications were reported as a result of this event.